Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was confirmed through review of the alarm history. Visual and functional test were performed. The pump¿s primary speaker was found to be the cause of the issue and replaced, though the configuration error could not be reproduced. Additionally, the bottom case, plunger case, force sensor, force sensor pcb, and keypad were replaced. The device was subsequently recalibrated and successfully passed all performance verification testing.

Event description:
It was reported that, during infusion, a primary audible alarm occurred, and the device was unable to connect to the network. There was patient involvement; however, no harm was reported.